Event description:
The customer reported that the 840 ventilator screen had a blank while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien customer support engineer (cse) inspected the device and replaced the graphical unit interface (gui) pcb. The unit passed all testing.